Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. She had received readings of "hi" and 535 mg/dl, so she went to the hospital. Comparison tests were performed at the hospital using the customer's contour and the hospital meter (brand unk). The contour read "hi", while the hospital meter read 132 mg/dl. The difference between the readings falls in the "c" range of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.